Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) and the controller (B)(6) were not returned for evaluation. Log file analysis revealed a controller power-up event logged on 04-mar-2023 at 01:41:55, indicating a loss of power to the controller. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 27% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 99% rsoc. The data point recorded after the loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading up to the loss of power. The controller was without power for nine (9) seconds. It is likely the loss of power is related to the reported vad stop event. As a result, the reported event was confirmed. In addition, review of the alarm log file then revealed a controller fault alarm was logged on (B)(6) 2023 at 01:41:59 due to a power out of range condition during the motor start event following the controller power-up event. The event log file recorded a high-power consumption during the motor start event, which required more current from the battery. During this period, a safety alert word (saw) value was recorded on (B)(6) , indicating an overcurrent alert. The controller fault alarm was a result of the controller requiring a high power consumption during the motor start event with (B)(6) connected with a low rsoc value. The motor start event was logged on 04-mar-2023 at 01:42:41. Based on the available information, the most likely root cause of the observed controller fault alarm can be attributed to a battery connected to the controller with a low rsoc value during a motor start event with high power consumption, drawing more current from the battery and resulting in a power out of range condition. A possible root cause of the loss of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information provided by the site revealed that the patient experienced ongoing symptoms of fever, and presented to the hospital semi-conscious, confused, septic, and their driveline exit site showed oozing puss and blood. The patient was sent to the intensive care unit (ICU) in ¿very bad condition¿ where they were intubated, cardiopulmonary resuscitation (CPR) was performed, and it was stated there were no plans for extracorporeal membrane oxygenation (ECMO). It was further reported that the patient subsequently expired. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, infection and death are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2019 / serial or lot#: con320431 UDI #: 00888707000420 d9: no h3: yes h4: mfg date: 17-may-2018 h5: no h6: patient ime code(s): e0506, e010701, e230101, e231501, e233605 h6: imf code(s): f02, f08, f23 h6: img code(s): g04035 h6: FDA device code(s): a0708 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d15, d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the manufacturer received product performance data and the controller subsequently tested out-of-specif ication during manufacturer's analysis.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ongoing symptoms of fever and after ten (10) days, the ventricular assist device (vad) stopped for nine (9) seconds and restarted again. The patient then presented to the hospital semi-conscious, confused, septic, and their driveline exit site showed oozing puss and blood. The patient was sent to the intensive care unit (ICU) in ¿very bad condition¿ where they were intubated, cardiopulmonary resuscitation (CPR) was performed, and it was stated there were no plans for extracorporeal membrane oxygenation (ECMO). Of note, the patient was not a candidate for heart transplant. It was further reported that approximately four days later, the patient subsequently expired.